Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the device had missing columns in the lower part of the display, a sticky battery drawer that would not easily open, and a missing label. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.